Manufacturer narrative:
The customer reported that this unit continually power cycles with either an ac adapter or fully charged battery. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that this unit continually power cycles with either an ac adapter or a fully charged battery.